Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient missed a refill and the pump went empty. The patient had withdrawal symptoms and was in the hospital. It was reported that the pump was only empty for one day and the pump was refilled on (B)(6). The pump delivered an unknown drug at the time of the event. No outcome was reported regarding this event. Follow up is being conducted to obtain this information, if additional information is received a supplemental report will be filed.